Manufacturer narrative:
Complaint received from the (B)(6).

Event description:
The consumer reported a visible flame while charging their sonicare power toothbrush. No injuries were reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.